Event description:
It was reported that the camera head does not focus properly during a diagnostic prostate biopsy, resulting in a delay of 30 minutes or greater during sedation. There were no reports of further patient harm.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01017. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.